Manufacturer narrative:
The ge healthcare service representative replaced the power switch and cover to resolve the reported issue. No report of patient involvement. Date of device manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported that the unit shut down when the power switch cover fell closed. There was no report of patient involvement.